Event description:
It was reported that following implant the left ventricular lead became dislodged. The lead was removed and replaced. No further patient complications have been reported as a result of this event.it was reported that following implant the left ventricular lead became dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the stylet was unable to be removed from the lead due to a large amount of dried blood in a distal conductor. It was also noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the stylet was stuck in the lead-distal coil.